Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A27185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress incontinence and cystocele. CT scan ¿ complains of headache. Impression: no significant abnormality. Concurrent conditions included gerd, recurrent urinary tract infection, abdominal pain, vomiting, wbc increased, abdominal pain upper, headache, paresthesia, nausea, stress, chest pain, dizzy, panic attacks, female condom, fibromyalgia, vitamin d low, stomach upset, palpitations, ear pain, schwannoma, skin rash, hives, rebound headache, obesity, gastritis, weight loss, eye pain, flank pain, blood in urine, bloating, hiatal hernia, biliary dyskinesia, back pain, allergic reaction, cholecystectomy, urge incontinence, urethral hypermobility, ear pain, temporomandibular joint disorder, vitamin b12 deficiency, hot flashes, sciatica, pain bladder, uterine prolapse, rectocele, generalised itching, cholecystitis, heart rate decreased, night sweats, chronic cervicitis and endometriosis of fallopian tube. Concomitant products included rizatriptan benzoate (maxalt) for headache, famotidine for nausea as well as aluminium hydroxide;magnesium hydroxide;simeticone (mylanta 11), botulinum toxin type a (botox), ciprofloxacin betain (cipro), codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2013, contraceptives, diphenhydramine hydrochloride, ephedrine (maxalert) since 2016, hydrocodone bitartrate;paracetamol (norco), hydromorphone hydrochloride (dilaudid), ketorolac, ketorolac tromethamine (toradol) since 2016, lorazepam, medroxyprogesterone acetate (provera), meloxicam, menthol, methocarbamol (robaxin), metoclopramide hydrochloride (reglan) since 2016, morphine, nortriptyline, omeprazole magnesium (prilosec), ondansetron (zofran) since 2016, prednisone, progesterone (progestin), rizatriptan and topiramate. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection: vaginal"), migraine ("migraines/headaches"), depression ("psychological or psychiatric problems: depression/ psych injury"), anxiety ("psychological or psychiatric problems: mental anguish") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), urinary tract infection ("bladder/urinary problems: uti"), nausea ("nausea") and headache ("headaches"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, migraine, abdominal pain, back pain, urinary tract infection, nausea and headache had resolved, the vaginal haemorrhage was resolving and the dyspareunia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: on (B)(6) 2013, on (B)(6) 2014. Plaintiffs received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping),back pain, menorrhagia, general abnormal bleeding, uti, nausea, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Hysterosalpingogram: no free spillage of contrast into the peritoneum and good position of the essure devices (per mr). Pathology test - on (B)(6) 2018: uterus with cervix, bilateral fallopian tubes with essure foreign body essure. Inactive endometrium. Chronic cervicitis, moderate with squamous metaplasia uterine tubes with focal endometriosis no dysplasia or malignancy seen gross: right fallopian tube 7.0 cm in length and 0.7 cm in diameter with essure and fimbriae. Left fallopian tube 5.0 cm in length and 0.7 cm in diameter, with essure and fimbria. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, dysmenorrhea, abnormal vaginal bleeding, menorrhagia. Lot number:a27185, manufacture date:2012-07, expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, back pain, general abnormal bleeding, uti, nausea, headaches. Events outcome were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. A27185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress incontinence and cystocele. CT scan ¿ complains of headache. Impression: no significant abnormality. Concurrent conditions included gerd, recurrent urinary tract infection, abdominal pain, vomiting, wbc increased, abdominal pain upper, headache, paresthesia, nausea, stress, chest pain, dizzy, panic attacks, female condom, fibromyalgia, vitamin d low, stomach upset, palpitations, ear pain, schwannoma, skin rash, hives, rebound headache, obesity, gastritis, weight loss, eye pain, flank pain, blood in urine, bloating, hiatal hernia, biliary dyskinesia, back pain, allergic reaction, cholecystectomy, urge incontinence, urethral hypermobility, ear pain, temporomandibular joint disorder, vitamin b12 deficiency, hot flashes, sciatica, pain bladder, uterine prolapse, rectocele, generalised itching, cholecystitis, heart rate decreased, night sweats, chronic cervicitis and endometriosis of fallopian tube. Concomitant products included rizatriptan benzoate (maxalt) for headache, famotidine for nausea as well as aluminium hydroxide;magnesium hydroxide;simeticone (mylanta 11), botulinum toxin type a (botox), ciprofloxacin betain (cipro), codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2013, contraceptives, diphenhydramine hydrochloride, ephedrine (maxalert) since 2016, hydrocodone bitartrate;paracetamol (norco), hydromorphone hydrochloride (dilaudid), ketorolac, ketorolac tromethamine (toradol) since 2016, lorazepam, medroxyprogesterone acetate (provera), meloxicam, menthol, methocarbamol (robaxin), metoclopramide hydrochloride (reglan) since 2016, morphine, nortriptyline, omeprazole magnesium (prilosec), ondansetron (zofran) since 2016, prednisone, progesterone (progestin), rizatriptan and topiramate. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection: vaginal"), migraine ("migraines/headaches"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and migraine was resolving and the dysmenorrhoea, dyspareunia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2013, (B)(6) 2014 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Hysterosalpingogram: no free spillage of contrast into the peritoneum and good position of the essure devices (per mr). Pathology test - on (B)(6) 2018: uterus with cervix, bilateral fallopian tubes with essure foreign body essure inactive endometrium chronic cervicitis, moderate with squamous metaplasia uterine tubes with focal endometriosis no dysplasia or malignancy seen gross: right fallopian tube 7.0 cm in length and 0.7 cm in diameter with essure and fimbriae. Left fallopian tube 5.0 cm in length and 0.7 cm in diameter, with essure and fimbria.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, dysmenorrhea, abnormal vaginal bleeding, menorrhagia, lot number:a27185 manufacture date:2012-07 expiration date: 2015-07 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-aug-2019: quality safety evaluation of ptc. (Product technical complaint) . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. A27185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress incontinence and cystocele. CT scan ¿ complains of headache. Impression: no significant abnormality. Concurrent conditions included gerd, recurrent urinary tract infection, abdominal pain, vomiting, wbc increased, abdominal pain upper, headache, paresthesia, nausea, stress, chest pain, dizzy, panic attacks, female condom, fibromyalgia, vitamin d low, stomach upset, palpitations, ear pain, schwannoma, skin rash, hives, rebound headache, obesity, gastritis, weight loss, eye pain, flank pain, blood in urine, bloating, hiatal hernia, biliary dyskinesia, back pain, allergic reaction, cholecystectomy, urge incontinence, urethral hypermobility, ear pain, temporomandibular joint disorder, vitamin b12 deficiency, hot flashes, sciatica, pain bladder, uterine prolapse, rectocele, generalised itching, cholecystitis, heart rate decreased, night sweats, chronic cervicitis and endometriosis of fallopian tube. Concomitant products included rizatriptan benzoate (maxalt) for headache, famotidine for nausea as well as aluminium hydroxide;magnesium hydroxide;simeticone (mylanta 11), botulinum toxin type a (botox), ciprofloxacin betain (cipro), codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2013, contraceptives, diphenhydramine hydrochloride, ephedrine (maxalert) since 2016, hydrocodone bitartrate;paracetamol (norco), hydromorphone hydrochloride (dilaudid), ketorolac, ketorolac tromethamine (toradol) since 2016, lorazepam, medroxyprogesterone acetate (provera), meloxicam, menthol, methocarbamol (robaxin), metoclopramide hydrochloride (reglan) since 2016, morphine, nortriptyline, omeprazole magnesium (prilosec), ondansetron (zofran) since 2016, prednisone, progesterone (progestin), rizatriptan and topiramate. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), vaginal infection ("infection: vaginal"), migraine ("migraines/headaches"), depression ("psychological or psychiatric problems: depression/ psych injury"), anxiety ("psychological or psychiatric problems: mental anguish") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), urinary tract infection ("bladder/urinary problems: uti"), nausea ("nausea") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, abdominal pain, back pain, urinary tract infection, nausea and headache had resolved and the dyspareunia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2013, (B)(6) 2014 plaintiffs received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping),back pain, menorrhagia, general abnormal bleeding, uti, nausea, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Hysterosalpingogram: no free spillage of contrast into the peritoneum and good position of the essure devices (per mr). Pathology test - on (B)(6) 2018: uterus with cervix, bilateral fallopian tubes with essure foreign body essure inactive endometrium chronic cervicitis, moderate with squamous metaplasia uterine tubes with focal endometriosis no dysplasia or malignancy seen gross: right fallopian tube 7.0 cm in length and 0.7 cm in diameter with essure and fimbriae. Left fallopian tube 5.0 cm in length and 0.7 cm in diameter, with essure and fimbria. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, dysmenorrhea, abnormal vaginal bleeding, menorrhagia, lot number:a27185 manufacture date:2012-07, expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif recieved. Outcome for vaginal bleeding updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. A27185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress incontinence and cystocele. CT scan ¿ complains of headache. Impression: no significant abnormality. Concurrent conditions included gerd, recurrent urinary tract infection, abdominal pain, vomiting, wbc increased, abdominal pain upper, headache, paresthesia, nausea, stress, chest pain, dizzy, panic attacks, condom, fibromyalgia, vitamin d low, stomach upset, palpitations, ear pain, schwannoma, skin rash, hives, rebound headache, obesity, gastritis, weight loss, eye pain, flank pain, blood in urine, bloating, hiatal hernia, biliary dyskinesia, back pain, allergic reaction, cholecystectomy, urge incontinence, urethral hypermobility, ear pain, temporomandibular joint disorder, vitamin b12 deficiency, hot flashes, sciatica, pain bladder, uterine prolapse, rectocele, generalised itching, cholecystitis, heart rate decreased, night sweats, chronic cervicitis and endometriosis. Concomitant products included rizatriptan benzoate (maxalt) for headache, famotidine for nausea as well as aluminium hydroxide; magnesium hydroxide; simeticone (mylanta 11), botulinum toxin type a (botox), ciprofloxacin betain (cipro), codeine phosphate; paracetamol (tylenol with codeine no.3) since (B)(6) 2013, contraceptives, diphenhydramine hydrochloride, ephedrine (maxalert) since 2016, hydrocodone bitartrate;paracetamol (norco), hydromorphone hydrochloride (dilaudid), ketorolac, ketorolac tromethamine (toradol) since 2016, lorazepam, medroxyprogesterone acetate (provera), meloxicam, menthol, methocarbamol (robaxin), metoclopramide hydrochloride (reglan) since 2016, morphine, nortriptyline, omeprazole magnesium (prilosec), ondansetron (zofran) since 2016, prednisone, progesterone (progestin), rizatriptan and topiramate. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection: vaginal"), migraine ("migraines/headaches"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and migraine was resolving and the dysmenorrhoea, dyspareunia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6)2013, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Hysterosalpingogram: no free spillage of contrast into the peritoneum and good position of the essure devices (per mr). Pathology test - on (B)(6) 2018: uterus with cervix, bilateral fallopian tubes with essure, foreign body essure, inactive endometrium, chronic cervicitis, moderate with squamous metaplasia, uterine tubes with focal endometriosis. No dysplasia or malignancy seen gross: right fallopian tube 7.0 cm in length and 0.7 cm in diameter with essure and fimbriae. Left. Fallopian tube 5.0 cm in length and 0.7 cm in diameter, with essure and fimbria. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, dysmenorrhea, abnormal vaginal bleeding, menorrhagia, most recent follow-up information incorporated above includes: on 29-jul-2019: pfs+mr received. Lot number received. New events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia, infection: vaginal, migraines/headaches, psychological or psychiatric problems: depression and mental anguish, vaginal discharge were added. New reporters, plaintiffs information were added. Concomitant conditions and drugs added. Lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.